Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the interface cable pulled out of strain relief on the mvs. The cable was replaced with the newer, more robust version. The imaging system then passed the system checkout and was found to be fully functional. The cable has been returned and is currently under analysis. Device manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the umbilical cable was damaged. This issue was discovered during planned maintenance (pm). There was no patient present when this issue was identified.

Manufacturer narrative:
The interface cable was returned to the manufacturer for analysis. Analysis found that the interface cable was damaged. The mobile view station (mvs) interface cable was tested by using a cable validator nt9. Visual inspection showed umbilical strain relief. The mvs lock nut was not returned. The interface cable was installed on another imaging device, motion and generator readied, charging and communication were successful and 3d and 2d images were acquired. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The date analysis was completed on the interface cable. If information is provided in the future, a supplemental report will be issued.